Manufacturer narrative:
Concomitant medical products: 511211 and 511211 competitor leads implanted on (B)(6) 2016.

Event description:
It was reported that the patient was experiencing worsening shortness of breath approximately one week after implant of the cardiac resynchronization therapy defibrillator (crt-d) and the patient remained hospitalized. The physician noted that the pacing complex on the electrocardiogram "appeared to be right ventricular (rv) pacing morphology." It was also noted that device histograms showed zero bi-ventricular or left ventricular (lv) only pacing. The crt-d was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.